Manufacturer narrative:
The product has been returned for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The stent delivery system appeared to be in good condition at first glance. After prepping the product, the physician noticed that the stent was missing, although there were marks on the balloon. The area and the patient were extensively searched, and no stent was to be found. There was no patient injury as the product was not used.